Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a symptomatic patient with pocket stimulation presented in the emergency room with their device in backup vvi. A device restoration was performed successfully. Patient was asymptomatic following device programming.